Event description:
Rptr was filling the pump with 100 ml of drug/fluid. When rptr was done, before rptr could luer-lock the syringe off of the pump, the syringe started filling back up. Rptr could not make the medication stay in the pump without backing up into the syringe since there was 100ml in the pump. Rptr was using a 60ml syringe. There was a big mess because the excess 40 ml or so spewed all over the clean room and herself.